Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause: user had an inaccurate reference. Evaluation codes updated.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 100 to 110 mg/dl. The customer reported symptoms of dizziness. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and reported symptoms. The customer is currently taking medication to manage diabetes. Customer also reported receiving e-3 error message when preforming blood glucose test. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 79 mg/dl and 68 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 12/16/2017 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results performed: 113mg/dl, (B)(6) 2015 03:26pm. 144mg/dl, (B)(6) 2015 01:04am. 117mg/dl, (B)(6) 2015 04:30pm. 92mg/dl, (B)(6) 2015 05:05pm. 87mg/dl, (B)(6) 2015 04:39pm.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 100 to 110 mg/dl. The customer reported symptoms of dizziness. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and reported symptoms. The customer is currently taking medication to manage diabetes. Customer also reported receiving e-3 error message when preforming blood glucose test. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 79 mg/dl and 68 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 12/16/2017 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results performed: (B)(6).